Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent surgery using rhbmp-2/acs. The patient reportedly now has chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 the patient underwent: posterolateral spinal fusion, l4-s1; transforaminal lumbar interbody fusion, l5-s1; pedicle screw instrumentation, l4-s1; cage instrumentation, l5-s1. 5) right iliac crest bone graft. Preoperative diagnosis: isthmic sp ondylolisthesis and spinal stenosis l4-s1. Per-op notes: ¿ a 5.5mm diameter tap was used to tap the hole. Then 6.5mm diameter, 40mm length screws were placed at l4 and s1, and 45mm length screws were replaced at l5. Cage trials were replaced were replaced in the disc space. We then turned out attention back to the main spinal wound. One quarter of a large rhbmp-2/acs kit was packed into the cage. The cage was impacted, rotated so it was well centered in both the ap and lateral planes. Iliac crest autograft was then packed dorsal to this along with bone graft matrix. We then performed a posterolateral arthrodesis. We decorticated the transeverse processes of l4 and l5, as well as the sacral ala bilaterally. Strips of rhbmp-2/acs were laid over decorticated posterior elements.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.